Event description:
According to the reporter: the balloon popped. The device broken before it was used on the pt. A new balloon was opened to complete the case. There was no add'l bleeding, no tissue damage, neither the operative time nor the incision size were extended. There was no injury to the pt.

Manufacturer narrative:
(B)(4).